Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. When the insulin pump went into threshold suspend, it only vibrated instead of alarming. Customer's sensor glucose reading was 73 mg/dl but her blood glucose level was 177 mg/dl. Her sensor and blood glucose difference was not within an acceptable range. The self-test passed. The device was not returned.